Event description:
The customer has obtained a false negative result on one patient sample for syphilis on an immulite 2000 xpi instrument. The result was reported to the physician who questioned the result and requested a retest of the sample. The sample was repeated on another immulite 2000 xpi instrument and the result was positive. This result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative syphilis result.

Manufacturer narrative:
A siemens headquarters support specialist (hsc) reviewed the instrument files. Since the time the discordants were obtained on the immulite 2000 xpi, the customer has installed a new immulite 2000 xpi. As a result the instrument files during the time the false negative result was obtained could not be evaluated. Based on the instrument files received hsc did inform the customer that multiple samples were tested for syphilis at the same time the false negative was obtained on the one patient sample. The other samples were not reported as discordants. The cause of the false negative result on the patient sample is unknown. No further evaluation of this device is required.